Event description:
During a left mako tka, a gap of approx. 2mm between the trial implant and the distal cut was noticed by the surgeon. At this point, the arrays were already removed so we were unable to verify the cuts. Handpiece testing results post op: 1) reg 0.3 ver 1.03 2) reg 0.31 ver 1.24 3) reg 0.30 ver 1.12.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
During a left mako tka, a gap of approx. 2mm between the trial implant and the distal cut was noticed by the surgeon. At this point, the arrays were already removed so we were unable to verify the cuts. Handpiece testing results post op: 1) reg 0.3 ver 1.03. 2) reg 0.31 ver 1.24. 3) reg 0.30 ver 1.12. Additional info. 18-apr.-2024: which cuts were inaccurate? Distal cut. How was the cut inaccurate? (Proud, deep, etc) the cut was deep. What was the estimated discrepancy? 2mm. Was the planar probe utilized to measure the cut accuracy? No, as the arrays had already been removed by the time the discrepancy was realised. What did the surgeon do to address the issue? Used more cement to fill the gap.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.